Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported an alert posted to the latitude website indicating that this pacemaker device had reached end of life (eol) and lost rf telemetry due to low battery capacity. The following day the pacemaker device was surgically explanted, and a non-boston scientific atrial lead was surgically capped/abandoned for an unknown reason. A new device was implanted. Besides surgical intervention, no adverse patient effects were reported.